Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause due to undersensing r-waves. It was further reported that the icm experienced noise/oversensing during a tachycardia episode. The device remains in use. No patient complications have been reported as a result of this event.